Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a correction bolus was delivered, the customer's blood glucose (bg) lowered (40 mg/dl). Food was consumed to address bg. Customer alleged the pump setting were inaccurate and was cause of the event. Recommendation was made for the customer to discuss the event with a healthcare provider.